Event description:
During a rotational atherectomy procedure, the physician felt resistance while advancing the wire. Upon removal it was noted that the tip was broken. Pt status is listed as "no complication and good."